Event description:
It was reported that the patient had experienced shocking and jolting sensations since (B)(6) of 2011. The patient did not have the sensations if she turned stimulation low enough. She was working with her doctor and he may have been planning to remove her implant. Additional information has been requested, but was not available as of the date of this report.

Manufacturer narrative:
Lead: model 3889-33, lot# v157733, implanted: 2009 (B)(6), explanted: unknown. Programmer: model 3037, serial# (B)(4).